Event description:
The patient called lifescan and alleged that their meter was prompting an error 4 message. The patient stated that the room temperature was normal at the time of testing and the correct technique was used. The patient attempted to retest while troubleshooting, but the issue was not resolved. The patient alleged neither harm nor injury. Based on the information provided, there is evidence of a harm nor injury. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. The meter was replaced for the patient.